Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of the peritonitis was break in aseptic technique and constipation. The hp was treated with unspecified antibiotics and retrained on proper technique. No other information was provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.